Event description:
One eye was only corrected to half the vision it should have been. The flap on the other eye was not smoothed out resulting in wrinkles on the flap that cause impaired vision. I have terrible night vision, see halos and starbursts around every bright light. In very muddled light vision is very difficult. Dry eyes are very common and I suffer from that.